Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The echo follow up was within normal limits; however, at the patients 45-day follow up there appeared to be a slight/minimal shift on limbus and a 3 mm leak. No thrombus was seen. The patient was on plavix and aspirin until 6 months post implant and warfarin until 45 days. The 7 month transesophageal echocardiogram (tee) showed gutter flow and some flow through device but none around it. On (B)(6) 2020, the patient presented to the emergency room with a stroke and received tissue plasminogen activator (tpa). By evening, the patients symptoms resolved. The patient was discharged with mild right sided weakness and some mild compression deficit that goes along with a temporal lobe cerebrovascular accident (cva). The patient was started back on novel oral anticoagulant medication (noac) without antiplatelets.